Event description:
It was reported that there was noise on the rv channel. It was noted the patient was near elective replacement indicator (eri) and revising the rv lead at that time was discussed. Rv impedance 310-430 ohms, r-waves 1.9-3 but consistent. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).